Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, customer's blood glucose displayed "high" and was resolved with a manual insulin injection. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.